Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and also administered subcutaneous insulin by pen without disconnecting from the ilet, after which glucose levels trended down; the user attributed the event to a possible infusion site issue or scar tissue, and education on best practices for taking outside insulin and changing supplies when glucose rises was provided. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included the need for medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information, and the device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.